Event description:
In 2007, this patient was implanted with a gore excluder aaa endoprosthesis. As reported by the physician, the patient's aorta ruptured upon ballooning the trunk-ipsilateral leg component. The physician attributed the rupture to over inflation of the balloon and the patient's fragile calcified aorta. At this point the patient was converted to open surgical repair, and an aortobifemoral procedure was performed. The patient was in the hospital for 5 days during which time their vitals slowly deteriorated, leading to acute renal failure. The family refused dialysis, and withdrew life support. The patient expired. The physician does not attribute this event to the device.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.